Event description:
It was reported that the rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, sensing noise was observed on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.